Manufacturer narrative:
The emdr is considered as misuse since the product was used on patient with previous known reactions to the product. E1: complainant phone: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant country: china. Name of hospital: (B)(6) hospital. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Event description:
The doctor reported that the patient underwent a partial revision of their right total hip prosthesis on (B)(6) 2024, at hospital due to dislocation of the right half hip arthroplasty. A hydrophilic fiber silver dressing was used for postoperative wound care. The dressing was removed by routine dressing change on the third day after surgery and initial postoperative recovery was satisfactory. However, on (B)(6) 2024 the patient was found that the distal end of the wound showed signs of redness, swelling, and exudation. Antibiotics were administered to combat infection and routine wound dressing changes were performed. The patient recovered and was discharged on (B)(6) 2024. The cause analysis revealed that the patient's history of artificial hip joint surgery, previous postoperative dislocation, and perihip hematoma were high-risk factors for poor wound healing. Additionally, the patient's anemia and hypoproteinemia following joint revision surgery were identified as risk factors for adverse wound outcomes. Upon admission to the department, the patient received comprehensive treatment, including blood transfusion, protein supplementation, antibiotic therapy for infection control, and wound dressing changes. These measures resulted in successful wound healing, leading to the patient's discharge on (B)(6) 2024. No photo was available at this time.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 2k01672 was manufactured 18/oct/2022, in surgical cover dressing (scd) packaging, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 07/oct/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) (B)(6) and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Historical complaints review: on (B)(6)2024, the complaint investigator ran a query in database to verify the complaints reported for the lot 2k01672 and the malfunction ¿product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported]¿ and as result no additional complaints were identified during this search as per work instructions (wi). Historical nonconformance review: on (B)(6)2024, the complaint investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported]¿ for lot number 2k01672. As a result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Conclusion: the review of the batch record for lot 2k01672 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No nonconformances have been generated during the manufacturing process of the affected lot. No changes to the end-to-end manufacturing process or components used during assembly of the batch were performed. The applicable material specification related to material used during the manufacturing process of affected mass were revised looking for any changes on components related and as results no changes on materials component or compositions were found. No supplier changes were identified. No additional complaints were reported for the same condition for lot 2k01672. No negative trend has been identified. Based on the complaint information, the customer uses a "hydrophilic fiber silver dressing" for postoperative wound dressing. The dressing was removed by routine dressing change on the third day after surgery, and postoperative recovery was not bad. The patient was found on (B)(6)2023 that the distal end of the wound was red, swollen and exudated. Antibiotics were given to fight infection, and wound dressing was routinely changed. She recovered and was discharged from hospital on (B)(6) 2026. The patient's previous history of artificial hip joint surgery, history of postoperative dislocation, perihip hematoma and other conditions were high-risk factors for poor wound healing. After joint revision surgery, the patient's own anemia, hypoproteinemia and other physical factors are risk factors for adverse wounds. For this reason, the condition reported could be related to the patient¿s medical condition rather than the product itself. The instruction for use (IFU) of this product (B)(6)), establish that aquacel¿ ag surgical cover dressing should not be used on individuals who are sensitive to the dressing or its components or have had an allergic reaction to the dressing or its components. Based on preliminary investigation results, there is no objective evidence that the condition reported could be related to the manufacturing process. This issue certainly appears to be an isolated incident. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.